Manufacturer narrative:
Distributor first became aware of the incident on 01/28/2009 following a phone conversation with the administrator at the facility. While the death was not directly attributed to the fall during transfer, but could not be ruled out, this MDR is being submitted. Administrator advised that the lift is still in use at the facility.